Event description:
A trial patient reported they did had a trial for six days which started on (B)(6) 2017 and developed an infection (which was confirmed) which caused kidney damage because they ¿weren¿t informed what level stimulation was set at and it vibrated/jolted their kidneys so they were in the hospital for six days and ended up with acute kidney failure.¿ according to the consumer they needed three stimulators in their back. The manufacturer¿s representative (rep) was going to follow-up with the consumer regarding their issues.